Manufacturer narrative:
The technical investigation confirmed that two communication failures occurred whereas only one was reported in the complaint description. The first one occurred due to a known design defect. The second one occurred due an unknown root cause. Event summary, device history record review and complaint history review did not identify contributing factors.

Event description:
It was reported that during a surgery, after registration verification, the software launched the clearance procedure. When trying to move the arm in free and fast mode, a communication failure occurred and system shut down.